Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera showed a cloudy image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fail water leak test from cable due to tiny pin hole on cable. Based on the results of the investigation, it is likely the following led to the malfunction: the device had cloudy blurry image due to faulty ccd. Olympus will continue to monitor field performance for this device.